Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported for partial display. Customer's blood glucose was unknown. Customer reported display lcd incomplete and damaged . The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked lcd window.